Event description:
It was reported that the iab was in use for one day when the pump experienced helium leak alarms. The iab was removed and replaced without any complications.

Event description:
It was reported that the iab was in use for one day the pump experienced helium leak alarms. The iab was removed and replaced without any complications.